Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once evaluation is completed.

Event description:
Customer reported blood was leaking from the y-port and blue slide clamp area. The customer alleges blue slide clamp lacerated the tubing. There was no report of pt harm or medical intervention required. Although requested, no further pt or event information was provided.